Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with button error alarm due to corroded keypad traces. The device had minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was 100 mg/dl. No further information reported.